Event description:
It was reported that an unexpected reset occurred. There was no adverse impact to the customer's blood glucose level as a result of this incident. Reportedly, the customer continued to use the pump for insulin therapy